Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: MFR site. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled, "short-term results of the global c.a.p. Uncemented resurfacing shoulder prosthesis", by pieter geervliet, md; michel van den bekeron, md; paul spruyt, pa; maud curvers, pa; cornelis visser, md; and arthur van noort, md, phd; january 2014, volume 37, number 1, the cutting edge, was reviewed. The purpose of the article was to report the two-year results of an uncemented resurfacing shoulder prosthesis in 47 patients who underwent a cement less humeral resurfacing arthroplasty using the global c.a.p. (Depuy) between 2007 and 2009. Complications included were one traumatic lesser tuberosity avulsion fracture, one intra-articular loose body due to a fractured osteophyte, and one subscapularis tendon rupture. All complications were corrected with surgery, however no patient required revision surgery for any reason.